Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 4+. The first clip delivery system (cds) was advanced to the mitral valve and the xtw clip was implanted on a2/p2. A second cds was advanced and the xt clip was placed lateral to the first clip. The first grasp was easy, but after the first grasping it was more difficult. A good grasp was made and mr reduction appeared good and the leaflets appeared well inserted. However, the patient experienced hypertension which was treated with medical therapy. A jet was noted behind the second clip on the anterior leaflet and leaflet injury was suspected. The decision was made to reposition the clip to optimize mr results and leaflet insertion, the clip was able to partially treat the leaflet injury. Two clips implanted, reducing mr to 3+. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint identified no other complaints from the lot. All available information was investigated and the difficulty grasping the leaflets was related to the patient/procedural circumstances. A cause for the tissue injury resulting in hypertension cannot be determined. Tissue damage and hypertension are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. The medication required and unexpected medical intervention were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.